Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the wake button was sticking. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged wake button issue could not be verified.